Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a laparoscopic sleeve gastrectomy procedure, at the beginning of the first stapling, the loaded was blocked and it was impossible to fire. The loader was changed to resolve the issue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.